Event description:
Tip of poly extractor is broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned item confirms the observation; the tip is broken and missing. The root cause is attributed to misuse; not taking care manipulating the extractor when engaged. The vendor date code of (B)(4) indicates the instrument was manufactured in july 2010. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.